Manufacturer narrative:
On 13-oct-2023, the product investigation was completed. It was reported that a patient underwent a idiopathic ventricular tachycardia ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. The physician pushed the ablation catheter through the left ventricle a bit aggressively and they immediately noticed fluid in the body. There were no visible signs on the patient, as they had an impella in the body of the patient at the time. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and an echo (echocardiogram). The medical intervention provided was a pericardiocentesis and 400 cc's of fluid were removed. The patient was reported to be in stable condition and will be monitored in the intensive care unit. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31096022l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. Physician's opinion on the cause of this adverse event was physician got too aggressive trying to maneuver the catheter and pushed the ablation catheter through the lv (left ventricular) wall. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. The physician pushed the ablation catheter through the left ventricle a bit aggressively and they immediately noticed fluid in the body. There were no visible signs on the patient, as they had an impella in the body of the patient at the time. The pericardial effusion was confirmed by intracardiac echocardiography (ice) and an echo (echocardiogram). The medical intervention provided was a pericardiocentesis and 400 cc's of fluid were removed. The patient was reported to be in stable condition and will be monitored in the intensive care unit. The physician believed that the adverse event was caused by their own aggressive maneuvering of the catheter when pushing it through to the left ventricular (lv) wall. Patient has fully recovered. The patient remained hospitalized, though, because they were already set to stay in-patient for a scheduled lvad (left ventricle assist device) placement that very same week. Activated clotting time (act) was 341. She came to lab with impella in place and is scheduled for lvad placement. Transseptal puncture was performed with baylis versa cross. Ablation was performed prior to noting pericardial effusion. No evidence of steam pop. Flow settings of irrigated catheter: 8 and 15 ml/min. Correct catheter settings were selected on the generator. Yes, pump switched from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment. Force visualization features used were dashboard, vector, and visitag. Parameters for stability used were as follows: 2mm@4sec, 3mm tag size, force over time (fot) set to 30% at 4grams. Additionally, the respiration filter was used with the visitag. The ablaion index color option was also used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).